Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. Caller declined follow up with tandem technical support to confirm backup therapy method was obtained.